Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed using intracardiac echocardiogram (ice) imaging. A watchman fxd curve access system (was) was inserted and advanced to the left atrium. During an exchange between two different watchman closure device and delivery systems (wds), a large air embolism was immediately noted in the laa on ice imaging. The physician aspirated out of the was and inserted a pigtail catheter to also aspirate 200cc. At this point, the hemostatic valve on the was noted to not bleed back properly but instead sucked air in and it was thought the hub cap seal was damaged or detached. The was exchanged for a new was and the patient was monitored. The air resolved. The procedure continued, but ultimately a watchman closure device was not implanted due to it not meeting release criteria. The patient is expected to fully recover and will be discharged the following day.